Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose and was hospitalized from (B)(6) 2015 to (B)(6) 2015. Customer was treated with insulin drip. Customer's blood glucose was around 200 mg/dl. It was reported that at times there were small air bubbles in reservoir and infusion set. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed one no delivery alarm. Customer was advised that tubing clamp would be sent in order to perform high pressure test. Customer was also advised that out of warranty letter would be sent in order for customer to obtain a new insulin pump.